Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was unknown. The patient was hospitalized for the event and was treated with an unspecified drug (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient was still hospitalized and has not recovered from the event. Dianeal therapy was ongoing during treatment. No additional information could be provided because the reporter declined follow up.